Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient has a sling implanted. Date of implant was not provided. It was reported that the patient experienced "erosion" and had an alternative incontinence device implanted on (B)(6) 2013. No additional patient complications have been reported.